Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported after wearing the tampon about three to four hours, upon removal the tampon string unraveled and pulled out leaving the tampon inside. She was able to manually remove the tampon and did not seek medical assistance. She reported since the tampon was difficult to remove she experienced vaginal soreness.